Manufacturer narrative:
Clarification to e.1. Facility name: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds with .95 cc of juvederm vista volift xc. A month later, the patient was injected in the ck4 and cheek medial with 1.5 cc of juvederm vista voluma xc. Four months later, the patient the patient reported a ¿lump and hardness¿ at the injection sites. The patient was instructed to take prednin orally. The patient took 2 tablets per day for 3 days. Two days later, the dose of prednin was increased to 20 mg due to worsening. The patient calmed down a lot. Two days later, the patient was prescribed levofloxacin to be taken in the morning and afternoon. Four days later, the ¿lump¿ subsided so the patient changed the prednin to 15 mg. After that the patient updated it to 10 mg over a few days. Three days later, the patient experienced ¿swelling¿ again and prednin 30 mg was prescribed, decreased to 5 with no lump. After 11 days, the patient stopped taking the medication and the ¿swelling¿ started the next day. The next day, the patient took prednin 10. Four days later, the patient was given rizaben and prednin 2 mg, with was updated to 5 ml 17 days later. By 4 days later, the patient was only taking rizaben. The attending physician noted: ¿the fat layer around the corners of the mouth is shallow, and a delayed granuloma in the dermis is judged. Depends on the amount of hyaluronic acid. Layer and location are relevant. It is not a foreign body reaction due to a decrease in immunity. The granuloma is hard. It is a late-onset allergic granuloma.¿ the event resolved with sequelae. This is the same event and the same patient reported under patient identifier (B)(6). (B)(4). This emdr is being submitted for the suspect product, juvederm vista volift xc.